Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these devices as indicated n the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The event date was estimated as it could not be obtained via good faith efforts.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to erosion. A new cuff was implanted and there were no additional patient complications reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to erosion. A new cuff was implanted and there were no additional patient complications reported.

Manufacturer narrative:
B3: the event date was estimated as it could not be obtained via good faith efforts upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. Product analysis did not identify a malfunction with the cuff component and is unable to confirm the reported erosion.